Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient was getting an MRI for a possible seizure. It was stated that the patient already had a different scan done as well. No information on when the event occurred was provided. No complications or further complications were reported.